Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It had been observed that during the device evaluation the laparoscope, gynecologic had fiber bonding in the outer tube area at the distal end that had been damaged. There was no patient involvement.